Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump received audio anomaly and multiple pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump only vibrates and it also failed the sound test and there wasn¿t a difference between the two audio beep volumes (volume 1 and volume 5). It was reported that they had received hardware low level failure alarm. It was reported that they restarted insulin pump and received software error detected alarm and failed battery. The insulin pump will be returned for analysis.